Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swelling in the leg. The right ventricular (rv) lead exhibited increasing capture. The right atrial (ra) lead exhibited diminished sensing and no capture. Both leads remain in use. No further patient complications have been reported as a result of this event.